Event description:
Allergen lap-band inserted in (B)(6) 2009. Have experience problems nearly on monthly basis since insertion. Most recently, increasingly severe acid reflux, continuous nausea, unable to eat food in general. Currently working with physician for possible extraction.